Event description:
A medtronic representative reported repeated exits and software failures on a new install of a stealthstation s7 system. This event was reported outside the operating room, therefore, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
Computer hard drive failed testing. Replaced hard drive and computer then passed all testing.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued. Replacement computer shipped to site (B)(4) 2012. Suspect computer has been received by the manufacturer for evaluation. Evaluation results not yet available.